Event description:
It was reported that the patient spinal cord stimulation (scs) was not providing adequate pain relief. The patient underwent implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year after implant, based on the date the manufacturer became aware of the event.